Manufacturer narrative:
On (B)(6)-2021, bwi received additional information regarding the event. The reporter is not entirely sure, the physicians were unsure with the blood leaking back. The hemostasis valve (gasket) did break into two separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 17-aug-2021, the product was returned to biosense webster for evaluation. The product investigation was subsequently completed. Summary: it was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve sheath was leaking back blood. The hemostatic valve on the vizigo sheath was leaking back blood, after going transseptal. The sheath was replaced, and the issue resolved. The procedure continued. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve sheath was leaking back blood. The hemostatic valve on the vizigo sheath was leaking back blood, after going transseptal. The sheath was replaced, and the issue resolved. The procedure continued. It was also reported that when pacing from cs catheter, the ablation catheter force readings were fluctuating and displayed as "hi" on the carto 3 system. The caller confirmed that the catheter was floating in heart on ice. The ablation catheter was replaced twice without resolution. The ablation catheter cable was replaced, without resolution. The cs catheter and cable were replaced without resolution. The caller noted that all the catheters had different lot number. The caller noted that the issue only occurred when coming on pacing with the cs catheter. When coming off pacing, the issue resolved. The cs catheter was also disconnected from the 20 pole a port on the piu, and reconnected to the ref/deca port, but the issue still persisted. The procedure continued by atrial pacing directly from the recording system. The css advised to check the mapping port, 20 pole a port, and ref/deca port for physical damage. Hemostatic valve separation is MDR-reportable.